Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms on (B)(6) 2020 was not confirmed. The system controller (serial #: (B)(4)) was returned for analysis and a log file was submitted for review (91060814) as well as downloaded from the returned controller (92181036). A review of the submitted log files showed overlapping events spanning approximately 612 days (06jun2018 ¿ 18feb2020). The driveline was never connected to the controller. Backup battery fault alarms were never active on the reported event date of (B)(6) 2020; however, they were intermittently active prior to the event date. The root cause for the reported event was not conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller showed the "back up battery fault" alarm again. The backup battery had been replaced several times before. The clinician decided to replace the system controller.